Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device runs in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device was on loan to the customer. The manufacturer repaired the device and returned it to the manufacturers' stock.